Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced signs of inflammation and poor wound healing after the patient was treated with actifuse abx 1-2 mm. The cause of the event was not reported. It was reported that the patient had undergone a spinal intervertebral fusion during which five milliliters of actifuse was used in the intervertebral disc space. Subsequently, on the first postoperative day, the patient experienced signs of inflammation and poor wound healing; further described as leukocytosis, fever (level unspecified), and an increase in c-reactive protein (crp). There was also a clear discharge from the surgical wound, further described as csf (cerebral spinal fluid) due to a leak (not further specified). The patient was treated perioperatively (dates unspecified) with "cefacoline" (cefazolin) and the patient had no pre-existing risk factors for inflammation. No further information was provided regarding any further treatment for the event. At the time of this report, the patient remained hospitalized, the wound was reported to be healing, the patient's fever was resolved, and the patient's crp and increased white blood cell levels (leukocytosis) were decreasing (not further specified). No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.